Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was no longer able to communicate with the patient programmer following a total hip replacement surgery on (B)(6) 2017. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be taken to address the issue. Note: this patient has two scs systems. This issue is in regards to their thoracic system.

Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced. Reportedly, effective therapy was restored post operatively.